Event description:
The affiliate reported: (B)(4). When the drainage eds iii was connected to the valve 'louer lock' (tap used by the facility to monitor the intracranial pressure), the tap of the drainage eds iii broke off and thus all the cerebrospinal fluid came out. The patient experienced a reduction of the drug-therapy effect. The procedure was carried out and finished by using a new system.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.